Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: during evaluation, the pump history was reviewed and showed call service alarms and occlusion alarms. The force at the time of alarms was high. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms or unusual noises. The pump was exercised for 24 hours with no alarms occurring. The pump was opened and debris was found on an internal component. Unrelated to the complaint, the display was found to be dim with discolored text. The motor rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston did not go down after completing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.